Event description:
During an emergent case and code blue process in the cardiac cath lab, four hospira smart pumps running high risk life saving drugs, malfunctioned simultaneously with error 346. Staff were unable to power down the pumps and restart. They appeared to be frozen, therefore they were removed and replaced. The patient expired during the code procedure.